Event description:
Customer reported a malfunction alarm with code malf 12 on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer had not reset the pump in the past 24 hours, so technical support provided reset instructions, and assisted with a reset. Despite this, the malfunction persisted, leading to the decision to replace the pump. The customer will use manual insulin delivery as backup therapy.